Event description:
The pulsar-18 stent system was selected for use and could not pass the severely calcified lesion.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation has shown that the stent of the complaint instrument has been released and was not returned. Based on the information provided by the physician the stent was released on purpose after withdrawal for demonstration purposes. The diameter of the retractable distal outer shaft was measured and found to be within specification. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection for deformations of the outer shaft and the outer diameter is measured over its entire length. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be mentioned that according to the IFU the complaint instrument is only indicated for applications in the femoral and infrapopliteal arteries.